Event description:
It was reported that the catheter disintegrated. While using a flexima drainage catheter, the catheter disintegrated. No patient complications were reported. Additional information has been requested and not received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device returned broken in two sections, the device was found damaged (holes torn/ripped). A section of the suture was returned inside the catheter (hub), the suture key was not returned. Moreover, the contexture of the drainage returned is very soft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that the catheter disintegrated. While using a flexima drainage catheter, the catheter disintegrated. No patient complications were reported. Additional information has been requested and not received.